Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was alarming "iabp leak." It was later clarified that the iabp unit was alarming with a helium leak. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue. The stm observed in the iabp log files that the iabp unit had alarmed "gas loss in iab circuit." After visual inspection, the stm observed debris stuck between the helium tank and the gasket which prevented a good seal and allowed helium to escape. The stm removed the debris and reseated the helium tank and gasket. Subsequently, the stm ran the iabp unit for one hour without any issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was alarming "iabp leak." It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.